Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implantation procedures, glistenings were noted on iols. He reported that there was no impact on visual acuity. No further information available.